Event description:
During a diagnostic laparoscope, the surgeon attempted to insert a 511sd trocar four times and the safety shield would not allow the blade to be exposed. The surgeon was finally able to insert the trocar without blade exposure. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion; the instrument failed to arm. Functionality testing included measurement of the depth weld and the knife collar. The knife collar was found to be skewed which can be attributed to the failure to arm. Comments; co reviews each incident as it occurs in an effort to continously improve products.